Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needles is unable to deliver insulin during injection. This occurred on 7 occasions. The following information was provided by the initial reporter: material no. 320122, batch no. 8282596, unknown. There is no insulin flow during priming and sometimes flow stops during injection. Verbatim: consumer reported the every other pen needle doesn't work nothing comes out of the pen needle during the priming. Some of the pen needle stops in the middle of injection. Sample available. Occurence;unknown; incident date-unknown; she had problem with 2 boxes same item#; information available only one box. Item# 320122; lot# 8282596; expiration date- 2023-10-31. She uses new pen needles for each injection.

Event description:
It was reported that bd ultra fine¿ pen needles is unable to deliver insulin during injection. This occurred on 7 occasions. The following information was provided by the initial reporter: material no. 320122. Batch no. 8282596, unknown. There is no insulin flow during priming and sometimes flow stops during injection. Verbatim: consumer reported the every other pen needle doesn't work nothing comes out of the pen needle during the priming. Some of the pen needle stops in the middle of injection. Sample available. Occurence;unknown; incident date-unknown; she had problem with 2 boxes same item#; information available only one box. Item# 320122; lot# 8282596; expiration date- 2023-10-31. She uses new pen needles for each injection.

Manufacturer narrative:
The following fields have been updated with additional information: medical device lot #: 8282596. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-09. Medical device lot #: 8304702. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-31.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles is unable to deliver insulin during injection. This occurred on 7 occasions. The following information was provided by the initial reporter: material no. 320122, batch no. 8282596, unknown. There is no insulin flow during priming and sometimes flow stops during injection. Verbatim: consumer reported the every other pen needle doesn't work nothing comes out of the pen needle during the priming. Some of the pen needle stops in the middle of injection. Sample available. Occurence; unknown; incident date-unknown; she had problem with 2 boxes same item#; information available only one box. Item# 320122; lot# 8282596; expiration date- 2023-10-31. She uses new pen needles for each injection.